Manufacturer narrative:
Device identifier: (B)(4). The device was returned for evaluation. The unit was received with the ratchet extension arm not going through the base smoothly; the lock had rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The device was manufactured in 2017. The reported complaint was confirmed from the evaluation. The unit did not meet all specific functional test. The complaint was likely caused by wear and tear . The definite root cause of the reported complaint could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician reported that the a1059 mayfield modified skull clamp would not move freely when trying to close the clamp. There was no known patient injury nor delay in surgery.